Event description:
It was reported that a spectrum pump had a latch switch error during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product . Additional information: d9, h3, h6, h11 . H11: the device was received for evaluation. During evaluation, the reported problem of 'latch switch error' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower hook switch was failing. The lower aux requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.